Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center for evaluation. During the evaluation it was noted that the devices active exhalation controller had caused the active exhalation verification test steps to fail on the device. In conclusion, the device's active exhalation controller was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front enclosure case and handle were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.